Event description:
It was reported that the shaft of a 8.0x040 smart stent was observed to be detached from the handle after opening the packaging and prior to use on the patient. The device was separated and another device was used to complete the procedure. The product was stored according to the IFU. The device will be returned for analysis. No further details were available.

Manufacturer narrative:
Complaint conclusion: after opening the package, the site noted that the shaft of an 8 x 40mm smart stent delivery system (sds) was detached from the handle. The device was exchanged for another non-specified device and the procedure successfully completed with no reported patient injury. The site reported that the product had been stored according to the instructions for use (IFU) and that no further details were available. One non-sterile pkg assy 8x040 smart vas 80cm was received in a plastic bag. The outer member presented a fracture at 11cm from the ID band. The inner member was received separated from the hub. The outer member and inner member were observed under a microscope and the damaged were confirmed. Sem results show that the outer surface presented evidence of elongation at the areas surrounding the partial separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling or bending could have been related to these separation characteristics. Ftir results showed that the results from ir analysis confirmed the presence of adhesive (dymax) on the surface of both the hypotube and wire lumen. The analyst reported that hub easily detached from the hypotube and had an uneven adhesive distribution that could indicate an incomplete curing process. However, this could not be verified with certainty by simple observation since device was returned from customer complaint and storing or transit conditions are unknown. A review of the manufacturing records for this lot of products revealed that that the device met specification prior to release. The product IFU instructs users to carefully inspect the package prior to opening it. They are to carefully peel open the pouch and extract the sds from the tray. The user is then instructed to carefully inspect the device for any damage. If any damage related to the sterility of the device or of its¿ performance is noted, the user is instructed to not use the device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. The failure "stent delivery system (sds) - separated " reported by the customer was confirmed via visual analysis. The exact cause of the separation does not appear to be related to the manufacturing process since there was evidence of adhesive residues on the inner body and elongations on the body partially separation during sem analysis. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. DHR review:review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. No nonconformance records were issued for this lot. No issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.